Event description:
It was reported that a patient with a known allergy to sulfa drugs underwent placement of a central venous catheter (cvc) in the right internal jugular (ij) vein at 16:22 during surgery. Following the procedure, the patient returned to her hospital room and subsequently exhibited signs of an anaphylactic reaction. Medications, including intravenous epinephrine, were administered, resulting in alleviation of the patient's symptoms. The cvc was removed at 22:15, within approximately four hours of symptom onset. The patient stabilized following treatment, and no ongoing complications were reported. The reaction was identified as anaphylaxis; however, specific details regarding the clinical manifestations of the reaction were not available.

Manufacturer narrative:
(B)(4).